Manufacturer narrative:
(B)(4). During follow-up with the reporter, they stated that after the incident, the patient returned to the clinic and no problems were found with the infusor. The reporter stated that the patient admitted to not visualizing the completion marks properly, resulting in misperceiving the device to be empty. This lot was manufactured from january 07, 2014 ¿ january 08, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large volume infusor delivered its contents at a faster rate than expected. The infusion was expected to last 46 hours; however, after 27 hours it was noted to have been complete. The device was filled with 230 ml total of fluorouracil and dextrose (drug concentration: 50 mg/ml). The flow restrictor was placed at the same head height as the reservoir and was taped to the patient's skin. The patient kept the device at chest height during most of the infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.